Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include information possible connection of the event to vns and the patient¿s recovery from the event.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect date.

Event description:
It was reported that the vns study patient had 2-3 seizures in a 48 hour period and the patient would be sent to get an eeg performed. The site later stated that the seizures may have been caused by increasing the vns settings or may be a result of life stress. The seizures occurred a few days after the change in vns settings. Additional information was received stating that patient experienced an extensive postictal state which manifested itself as a 20+ hours of sleep following a seizure. The severity was moderate. The relationship to implant was unlikely and probably related to device stimulation. Treatment was modified as a result and the outcome was marked as resolved. The increased postictal state was not life threatening, not associated with other serious or important medical events, and did not result in prolonged hospitalization or persistent or significant disability or incapacity. The issue was not associated with congenital anomaly or birth defect. Further follow-up revealed diagnostic results showed normal device function. Interventions were taken to preclude a serious injury. The eeg was performed on (B)(6) 2014, but the results are still pending.

Event description:
Follow-up revealed that the relationship of the reported event to vns stimulation was updated from probably to possibly. The patient was reported to have recovered from the event. It was concluded that the reported event was unlikely related to vns stimulation. The eeg results were determined to be typical eeg findings associated with a diagnosis of focal epilepsy.